Event description:
It was reported that an battery communication timeout error was displayed. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional and visual testing were performed. The tamper seals were both intact. The investigation found the device top and bottom cases are in excellent condition. No visible contamination. The pump event history showed a base hardware failure and battery communication timeout in error history log (ehl). The evaluation was performed, and the reported issue was not duplicated during power on unit, unable to duplicate customer stated problem. Error found in ehl. The cause of the reported issue is unknown. The root cause was unable to determine. No physical damage / contamination to interconnect board. The technician replaced the interconnect board as preventive measure. Power up device and all the functional tests passed.